Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed assistance programming the insulin pump. Customer's blood glucose was over 400 mg/dl. Customer stated that she will call her health care professional about the max bolus amount.